Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon closed the device outside of the patient to test the functionality, then the device would not open. Another device was used to complete the procedure. There was no patient involvement.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Jaw or cam interface is disengaged, ejected clip the analysis results of the device found that it was received with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips. The device was cycled and ejected the remaining clips due to the found condition. Possible causes for the found condition of the jaws may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. In addition, the device locked out as intended but the orange indicator overtraveled. This finding is not related to the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
(Complaint 1 of 2) the facility representative contacted baxter to report of two intermates that had a winged luer cap. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.